Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was reported that the pt experienced shocking/jolting and a stabbing sensation at the lead-extension connection location. The pt also experienced stabbing pain at the incision site. The symptoms occurred after the pt was hit in the middle of the back where the leads go into the spine. The pt also experienced swelling and purple discoloration when the device was turned on for an extended period of time. The pt could not tolerate reprogramming and did not want the implantable neurostimulator turned on. The pt was feeling stimulation in his arms and neck, neither of which were the correct location. X-ray indicated leads at t-8/t-9. It was unclear whether premature battery depletion had occurred. Follow up info received reported that the pt also experienced significant weight loss. On (B)(6) 2011 the implantable neurostimulator, leads, and extension were replaced. The pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report.